Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure with the implantation of the 2.75 x 28 mm xience xpedition stent in the mid left anterior descending (lad) coronary artery. On (B)(6) 2015, the patient had a cough, hemiplegia and syncope, then became unconscious. The subject died on the way to the hospital. The cause of death may be related to cerebrovascular disease. No additional information was provided.